Manufacturer narrative:
This device is indicated for pulmonary valvuloplasty only it was being used off label for aortic valvuloplasty. It is also unknown as to whether an inflation device with pressure gauge was used as recommended in the instructions for use. It is unknown as to what pressure this balloon was taken to or burst at. A reserve catheter was pulled from inventory and tested. It went beyond the labeled rbp of 2.0 atm and did not burst until 3.5 atm.

Event description:
Balloon burst on the 4th inflation. The distal tip of the balloon could not be initially removed. A surgeon was called and a right femoral artery cutdown was performed to remove the balloon. The patient subsequently required a repair of her right femoral artery and a femoral angiogram. She required an overnight hospitalization in the ccu.